Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Product received unexpectedly ,the note attached with the returned product stated; "y connector broke."

Manufacturer narrative:
The reported issue of a broken y connector was confirmed. Visual inspection showed that the tubing was separated at the engagement to the female luer lock adapter; the separated tubing ends appeared to have either been twisted or melted. The rest of the tubing appeared twisted and fused together at its opposite end. No functional testing was deemed necessary due to the obvious damage. The root cause was not determined.